Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head keeps coming off when brushing [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b professional care rechargeable toothbrush the oral-b brushhead, version unknown kept coming off while brushing. The consumer described that they had only been using the toothbrush for 4-5 months, and had tried a variety of brushheads. No symptoms developed.